Event description:
The customer reported that the left monitor would not come on. This resulted in a loss of live image. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The monitor power supply connectors were reseated. The system was then found to be operating as intended.